Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a stroke with a right lacunar infarction in (B)(6) of 2014. The patient had progressive failure to thrive and altered mental status with no clear etiology. It was noted that the stroke may have been a possible cause for the progressive altered mental status, but it was also noted as multifactorial in nature. The patient expired while under hospice care and the pump was not explanted.

Manufacturer narrative:
Approximate age of device: 11 months. The device was not explanted and therefore was not available for evaluation. A correlation between the reported stroke and failure to thrive and the device could not be determined. The instructions for use lists stroke as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.